Event description:
It was reported that an error code was observed, resulting in the replacement of the catheter. This 135x12cm ekosonic endovascular device was selected for use in a bilateral peripheral arterial obstruction procedure. An e311 error occurred on channel b during treatment in the intensive care unit. The patient was brought back to the catheterization laboratory to replace both implanted catheters. There were no patient complications.